Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.

Event description:
A (B)(6) female patient had a 24mm amplatzer septal occluder (aso) implanted six years ago. Follow-up echocardiograms performed annually showed no abnormalities since the implant. On (B)(6) 2013, the patient reported chest pain during swimming class at school and crouched down on the poolside. She was emergently transported to the hospital where an echocardiogram revealed cardiac tamponade. The aso was surgically removed and the asd was closed with a pericardial patch. The patient was reported to be fine after the surgery. During the surgery, the right atrial (ra) disc was found to move to the left atrial side and compress the aorta that caused the bleeding. Additional surgical finding included that the discs were endothelium-lined at the posterior but not at the aorta area. The aortic root was sandwiched by both discs like an "a" shape during the aso implant. The aso seemed to move from the defect during active swimming exercise. However, no anomalies, such as aortic root compression by the discs, or any damage on the aortic root caused by the discs' movement was confirmed during the periodic postoperative examination for five years.